Event description:
2-year stanmore limb salvage registry report indicates that 1 distal femur was revised. Additionally noted: "instability, revised".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.